Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was always having high and low blood glucose levels; he had diabetes for fifty years. The customer passed away in a hospital, on (B)(6) 2015. The customer was hospitalized on (B)(6) 2015. The cause of death was infections. The caller stated that the complications started in the mid (B)(6). The caller stated that the customer was standing up in the house and as his spouse went to talk to him, he passed out and hit his head hard. The caller suggested the customer to get x-rays. Once the customer went to the hospital, he never came back home. The caller stated that the customer had kidney failure, blood and intestine infections. The caller did not know the customer's blood glucose at the time of death. The customer was not wearing the insulin pump at the time of death; the customer stopped using it two months and nineteen days prior to death - once he got to the hospital. The customer was not using sensors. The caller declined returning the insulin pump.